Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found a tear was detected in the balloon, which caused the leak. The complaint was confirmed. Based on the analysis performed on the sample provided the root cause could be due to improper use of the product. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective actions are required since the main cause of the leakage problem is improper use of the product.

Event description:
It was reported that during the use of the product, leakage of air from the cuff was observed. No patient injury reported. It was reported that no additional information is available for this event.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.